Event description:
The customer alleges that they are seeing low results. They were expecting a result of 1400 ng/ml but received 800-900 ng/ml. The patients received an increased dosage of drug and exhibited toxic symptoms. No further information was available from the account.